Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation. There was no reported malfunction of the device. Based on the results of the investigation, the event occurred due to user handling, as the user failed to follow reprocessing instructions. The event can be detected and prevented by handling the device in accordance if the instructions for use which state: 1.5 reprocessing before the first use new endoscopes, repaired endoscopes, accessories, and the carrying case for endoscopes are not reprocessed prior to shipping from olympus, regardless of whether those instruments are for new purchase, demo, or loaner purposes. Reprocess all such endoscopes and accessories received from olympus according to the instructions given in this manual before storage and before using them in a patient procedure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope was used on a patient without reprocessing after it came back from repair. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.